Manufacturer narrative:
During bench repair evaluation, the reported issue was confirmed. Investigation determined that the power cord did not meet electrical safety specifications due to excessive resistance measurements identified during testing. To resolve the issue, the power cord was replaced. Following replacement, electrical safety testing and required performance verification testing were successfully completed in accordance with philips service standards, confirming the device met specification requirements and was suitable for return to service.

Event description:
Philips received information from bench repair that a philips respironics v60 ventilator¿s power cable failed electrical safety testing due to resistance exceeding allowable limits. The power cable requires a replacement to meet electrical safety specifications.